Manufacturer narrative:
Device received with no (act, up and escape) button response due to corroded keypad traces. No button error alarm during testing noted. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime a33 and excessive no delivery test or verify failed battery test due to buttons not responding. Device received with broken battery tube threads, broken reservoir tube lip, stripped battery cap(p) coin slot and cracked case display window corner.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the buttons were harder to press and were not always responsive. Customer's blood glucose value was 170 mg/dl. Customer declined to troubleshoot and was advised to all back for further assistance. Insulin pump will not be returned for analysis.